Manufacturer narrative:
Investigation result of guidewire (distal end) broken. A visual examination of the guidewire revealed that the device has coil unraveled starting 135 cm from the proximal section, also it has the distal end broken, distal tip and the ballweld were returned. The complaint is consistent with the returned guidewire that this guidewire had failure as the guidewire coil unraveled. In addition, the distal wire end was broken. It is most probable that anatomical/procedural factors like interaction with other devices or while the device was advancing through the lesion target could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿ a DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used in a procedure. The procedure date is unknown. According to the complainant, "perhaps this guidewire had failure." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed on april 25, 2016 that the distal end was broken.